Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon protector was advanced inside the patient's body and dislodged. During an endovascular aortic repair (evar) procedure, a 6.0 x 20 75cm mustang¿ balloon catheter was advanced through an 8fr introducer sheath with the balloon protector still attached. Resistance was encountered inside the blood vessel. The protecting tube came off inside the vessel and the balloon inflated. The procedure was then completed. Sometime after the procedure, an examination was performed and a foreign object was found inside the patient's body. In (B)(6) 2017, an operation was performed for retrieval and the protecting tube was successfully removed from the patient's body.